Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm and displayable history crc check failed at startup alarm from the pump. The customer's blood glucose reading was unknown. The mother stated that she was trying to upload the pump and is not able to complete the download. The customer stated that they were trying to get a different percent and it just stopped. The customer was advised to try an upload and confirm the error. The customer stated that they were using a contour next link to upload. The mother stated that they changed the battery and the pump will still not upload. The customer was advised that history anomaly alarms can prevent the pump from uploading. The customer was assisted with the self-test and the pump was not able to upload. The customer was advised to monitor the pump.